Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced an issue with the monopolar curved scissors (msc) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs was observed to be defective, no further information is available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.